Event description:
Reporter stated that there was one incident in which tubing leaked during prime of an unk solution. Leakage was noted coming out of holes noted in the tubing. There was no report of pt or staff injury.